Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 was not recognized it was closed and would not reopen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found matrix drawer 2.1 closed, adjusted the latch catches, and tested the unit, confirming it was functioning properly. The device became fully operational, and the customer verified that the hardware testing application diagnostics passed. The system functioned as intended after the field service engineer repaired the device.